Event description:
On 1/19/07 nellcor bennett rec'd a report that the warmtouch pt warmer did not sense a high temperature. Red marks and blisters were observed on the pt associated with its use. The pt's condition was discovered after an unk type or brand of blanket was removed from the pt. No other info was provided.

Manufacturer narrative:
Investigation of this complaint is currently in progress. Nellcor puritan bennett has requested the return of the device for failure investigation. A summary will be provided in a supplemental if the device is returned and evaluated, and/or if any new significant info is learned.